Event description:
It was reported that an asymptomatic patient presented to clinic for follow-up with their pacemaker (pm) in backup vvi mode. The pm was restored via reprogramming back to normal parameters. There were no patient consequences.